Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the infusion device has made unknown noises ("click") during the bolus for one year. Patient stated for 8 weeks her blood glucose level has been elevated up to 300-400 mg/dl, she took correction via the infusion device, and changed the accessories; no success. Patient reported taking correction via the pen afterwards. Patient stated she received stationary treatment in (B)(6) 2013; patient cannot recall the exact date. Patient reported she was taken to the hospital by her partner and her blood glucose level was 400-500 mg/dl. Patient's normal blood glucose level was not provided. Patient stated the infusion device delivers too low amount of insulin. Patient reported the infusion device did not show e4 (occlusion) error message. Patient stated she removed the infusion and detected that no insulin was delivered. Patient reported if she disconnected the infusion set, the insulin shoots out of the connector needle. Patient stated she was in stationary treatment for 4 days. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully. The problem mentioned by the customer could not be reproduced.